Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd integra¿ syringe with detachable needle was missing its cap, still in the package. The needle was exposed and had poked through the package. No harm or needle stick occurred there was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect investigation conclusion: root cause could not be determined. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other device single use?: no device returned to manufacture: no.

Event description:
It was reported that the bd integra¿ syringe with detachable needle was missing its cap, still in the package. The needle was exposed and had poked through the package. No harm or needle stick occurred there was no report of exposure, serious injury or medical intervention.